Event description:
The customer reported there is no video on the monitor. during a Inspection for use procedure involving an Olympus video system center. There was no patient involvement reported.

Manufacturer narrative:
The device was not returned to Olympus for inspection, and the reported failure was not confirmed.This MDR was submitted during the system outage from July 22, 2026 to July 27, 2026 which may result in a delay of receipt of all of the acknowledgementsThe customer contacted Olympus Technical Assistance Center (TAC) by phone and reported that there was no video on the monitor, Investigation revealed that the wrong input was selected on a third-party video switcher box. After the customer switched the video switcher box to Input 1, receiving the signal from the OTV-S200 Serial Digital Interface Out 1, video was restored and image saving functionality returned, resolving the issue. TAC provided information to the customer per the OTV-S200 Instructions for Use and standard troubleshooting protocol. However, troubleshooting was ultimately able to resolve the reported allegation.Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.